Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the proglide device failed. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: patient code 2199 was removed.

Event description:
Additional information was received stating that there was an open repair that went fine and patient is doing well. No additional information was provided.